Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an known date the patient was treated with injection cefazolin (1gm, once daily, intraperitoneal, discontinued) and injection ceftazidine (1gm, once a day, intraperitoneal, discontinued) for peritonitis. The patient discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. No additional information is available.